Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.